Event description:
"We just had an incident with a PICC wire that was insert into a patient. The wire would not come out of the patient after access. When it finally came out after manipulation it had a small ball on the wire on the flexible side".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexe1928 showed no other similar product complaint(s) from this lot number.